Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gram, once in 4 days, ongoing) and fortum injection (1gram, once a day, ongoing) for peritonitis. On an unspecified date, the patient was discharged from the hospital and recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.